Event description:
Additional information received from a manufacturer representative. When asked if the cause of the tingling issue was determined, it was noted that the patient had the stimulation intensity set below the sensory threshold, but it seemed that the stimulation intensity temporarily increased when the posture was changed. The cause of the patient being unable to change the intensity was due to the upper limit being set so that the stimulation could not be strengthened; this was done by mistake. They performed a status check and it was confirmed that the tingling irritation was temporary, and the representative heard there was no recurrence after the call was received; the "status quo was maintained." The issue was reported as being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient started feeling tingling in the lower back. Contributing factors were unknown. It was explained how to adjust the stimulator. The course was only set to a; there was setting of 1 to 4. The intensity could not be changed; there was only a lightning mark from 1 to 4, so it could be only switched on and off. Patient was asked to try turning the stimulation on and off from 1 to 4 and to consult with the hospital if the condition does not improve even after turning it on and off.